Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 3.50x20mm veriflex stent was advanced to the lesion and stent damage was noted. The procedure was completed with another device. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)